Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The home patient *hp) stated that the hc has alarmed check patient line. The hp stated that there was air in her patient line that made its way into the cassette. The technical service representative (tsr) informed the hp to end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm could not be confirmed. The root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed.